Event description:
The olympus colonovideoscope was returned to the service center with a separate issue. However, a reportable medical device failure was identified during testing at the service center. During inspection of the device, white residue was found in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.